Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error log for main arm z axis limit errors. It seems to be an intermittent problem. The fse was not able to reproduce the error since it was intermittent. The fse replaced the cable main arm sample head as a possible solution to the issue. The instrument was validated by running a daily check and performing a quality control (qc). All results were within published ranges. The aia-2000 analyzer is functioning as expected. No further action required by field service. The cable was returned to tosoh instrument service center for investigation. Visual inspection of the part confirmed that the cable was fine. The cable was tested on an aia-2000 and no errors occurred. The reported issue was not replicated. The part passed and main arm movement test passed without problems. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 18nov2019 through aware date of (B)(6) 2020. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under section 04 - error messages states the following: [4224] interference of dispensing nozzle z-axis of main arm. Cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. The most probable cause of the reported event was failure of the main arm cable.

Event description:
Customer reported an error 4224 main arm z axis overrun. This was reported to the field service engineer (fse). A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting follicle stimulating hormone (fsh), luteinizing hormone (lh ii), estradiol (e2) and intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.